Manufacturer narrative:
(B)(4). Batch # r57a98. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please explain more event details? Did staples deploy? If so, what was the appearance of the staples? (B-formation, irregular, legs straight)? Was the staple line complete? Was there noticeable bleeding that required the use of ligation clips? Was the powered reverse button attempted? If so, did the powered reverse button work? Did the device eventually open? Can you confirm that the lot was r92d4l?

Event description:
During a case yesterday a powered echelon (pcee45a) failed when fired on tissue. The knife blade advanced but didn¿t come back. The device was loaded correctly and the tissue within the jaws was about 1mm thick ¿ a white reload was loaded. The surgeon managed to remove the stapler and no harm was caused to the patient neither was the case delayed. The vessel was sealed with ligation clips and they removed the gun by cutting it off with a scalpel. Manual override was not used.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57a98. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please explain more event details? Did staples deploy? If so, what was the appearance of the staples? (B-formation, irregular, legs straight)? Was the staple line complete? Was there noticeable bleeding that required the use of ligation clips? Was the powered reverse button attempted? If so, did the powered reverse button work? Did the device eventually open? I was told by the surgeon that he fired and the device got stuck, he used ligaclips and a scalpel to remove it. I don¿t think the staples formed at all as it was just a vessel he was firing on so would have been a small staple line. Powered reverse button didn¿t work so yes was attempted I was told.